Event description:
It was reported that the instrument accessory cannula freely rotated around the bowl during a da vinci surgical procedure. The cannula was exchanged for a backup. No missing or fallen pieces were reported. The planned surgical procedure was converted to a multi-port da vinci procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument accessory was returned and evaluated. Per the customer reported complaint, failure analysis found that the weld that joins the tube and the bowl was cracked around the circumference. The tube could be separated from the bowl as a result. No other damage was found. Engineering evaluated the cannula and found that the main shaft could be detached completely and with ease from the cannula bowl, as mentioned above. The main shaft had slight scratch marks. This cannula was manufactured before implementation of the new weld process. The customer reported complaint does not itself constitute a MDR reportable event; however, the weld defect, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.